Event description:
Alung technologies, inc. Received a report of a patient experiencing bleeding from the left chest tube and being coagulopathic during hemolung ras eua therapy. Seven units of blood were administered, 2 units of cryopreipitate and aminocapric acid. Hemolung therapy was non-electively discontinued as a result of this event.

Manufacturer narrative:
Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in (B)(4), florida. Within the expanded access data collection form, it was reported the patient experienced increased bleeding from left chest tube, which resulted in patient being discontinued from heparin. Although hypercapnia was relatively controlled with ventilatory support, the patient could not tolerate anticoagulation and had bleeding loss which required a total of 7 units of blood. It was documented that blood flow had decreased and clotting was suspected. Therapy was discontinued as a result. This is not unexpected with discontinuation of anticoagulation. To correct the patient's coagulopathy, patient received 2 units of cryoprecipitate and aminocaproic acid. Following therapy, the data log from therapy was retrieved and reviewed by both clinical and software engineering staff. Review of the data shows consistent co2 removal and blood flow throughout therapy. No abnormal user interaction. Therapy ran as intended. There were no unexpected alarms and no critical errors. The software operated as intended. Bleeding is a known potential complication associated with use of anticoagulation in therapy. The data log was reviewed and showed therapy was provided as intended. Alung will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.